Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain, heartburn, and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of pain and heartburn as follows: possible complications of the use of the orbera¿ system include: abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Device labeling addresses the possible outcome of reflux as follows: possible complications of the orbera¿ system include: gastroesophageal reflux.

Event description:
Patient reported "has felt discomfort 24 hours per day", "felt taste of blood in mouth recently", "has taken tecta, prolise, and peridal but the discomfort persists", and "experienced heartburn, gas and belching with bad smell." The balloon helped patient stop smoking. The device remains implanted.